Event description:
Intra-aortic balloon (iab) catheter was inserted post coronary artery bypass surgery for decreased blood pressure and poor cardiac output post-op. Iab catheter appeared not to unwrap properly resulting in inability to augment pt.